Manufacturer narrative:
Correction: based on additional information received, the homechoice cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, air in the line of a homechoice cassette going to supply bag was reported, which is known to cause this alarm. The cause of the air in line could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill eight of nine of peritoneal dialysis therapy. During troubleshooting, it was reported air in line going to supply bag and all bags were empty that led to this alarm. Renal therapy services (rts) assisted the caregiver to end the therapy, disconnect the home patient (hp) and remove the supplies. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.